Event description:
The clinician reports the implant was inserted (B)(6) 2009 in fdi 42. On (B)(6) 2019, fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.